Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Batch information remains unknown at this time. Multiple attempts were made to gather data from the rep as well as the hospital that had information on the patient.

Event description:
It was reported that on an unknown date, the screw was backing out of a three level coda plate. Cervical three to cervical six, the screw was backing out of the six vertebra. Patient consequences/outcome were unknown.